Event description:
The customer reported that the system continued to emit radiation after the x-ray switch had been released. However, the fe indicated the system locked up and no uncommanded radiation was emitted. There was no patient injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.